Event description:
The field service engineer on behalf of the customer reported to olympus that the evis lucera ultrasound gastrovideoscope had foreign material coming out from the channel. The issue was found during preparation for use for a diagnostic procedure that was completed using a similar device without delay. There was no patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of foreign material in the channel was confirmed. The additional evaluation findings are as follows: the bending section cover adhesive was broken, the insulation resistance value of the distal is was out of standard due to the broken bending section cover, the connecting tube was corrugated, the scope cover was dirty, there was corrosion from the control unit due to leakage, the insulation resistance between the evis and us connector was out of standards due to the broken ultrasonic cable cover, the angulation in the "up" direction was out of standard due to a worn angle wire, the gap on the "up/down" knob was out of standard due to a worn angle wire, there was a waterproof failure due to a broken channel tube, the charged coupled device lens had a scratch and due to the scratch on the charged coupled device lens, the image was partially dark. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures also, about handling method of the product, we confirmed the contents of the instruction manual and found the description below. There is a possibility that the phenomenon can be prevented by the description. ·when using a biopsy forceps with a needle, confirm that the needle is not excessively bent. A bent needle could protrude from the closed cups of the biopsy forceps. Using biopsy forceps with a protruding needle could damage the instrument channel and/or cause patient injury. ·when using an injector, be sure not to extend or retract the needle from the catheter of the injector until the injector is extended from the distal end of the endoscope. The needle could damage the instrument channel if extended inside the channel, or if the injector is inserted or withdrawn while the needle is extended.¿ olympus will continue to monitor field performance for this device.